Event description:
Analysis of the device found that the stent was partially protruding from the microcatheter. There was reported clinical consequences to the patient.

Event description:
Analysis of the device found that the stent was partially protruding from the microcatheter. There was reported clinical consequences to the patient

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed that the outer body was kinked and compressed along the entire length of the shaft. The inner body was jammed inside the outer body. The stent was partially protruding through the outer body distal end. There was a large amount of blood observed within the inner and outer bodies. A functional test could not be performed, as the inner body was jammed; however, the stent was removed from the outer body and appeared to have no anomalies. Additional information indicated that the device was confirmed to be in good condition prior to use and that there was a high percentage of stenosis in the intended area of treatment, proximal to the stent. Based on this information, it is probable that the high % stenosis of the vessel limited the performance of the device. A root cause of operational context has been assigned to this investigation